Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that device alarmed due to a crossover circuit fault when performing the extended self test. There was no patient involvement.

Manufacturer narrative:
The customer reported that a determination has been made that the repair is too costly and changed the status of this unit to ¿end of life.¿ no parts have been replaced.